Event description:
It was reported that during preparation for an endoscopic saphenous vein and radial artery harvesting training, the balloon popped on the short port. The training was continued with a replacement device. No patient involvement was reported.